Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction/internal fixation procedure for a supracondylar fracture of the humerus with the plate in question. The surgeon attempted to bend the plate with the pliers twice, and the plate was broken. Fragments were generated; no further details are available. The surgery was completed successfully with a 30 minute delay. Another device was used to finish the procedure. This report involves one 2.7/3.5mm ti va-lcp medl dstl hum pl/1h/lt/69mm-short-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: procode: additional product codes: hwc. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: (B)(6) hospital. (B)(4). Lot no: 686p491. Manufacturing site: (B)(4). Release to warehouse date: 22 mar 2022 expiration date: 01 mar 2032 a manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product code: 04.117.501s, lot no: 686p491, manufacturing site: mezzovico, release to warehouse date: 22 mar 2022, expiration date: 01 mar 2032. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va-lcp dhp 2.7/3.5 med le short 1-ho l69 was observed cracked a one hole, the hole with the crack is deformed. There are strong marks of an unknown bending tool next to the crack. The received plate has been bent in various directions at different places for contouring and the gold layer is faded as the material was stretched by the bends. A dimensional inspection was performed for the va-lcp dhp 2.7/3.5 med le short 1-ho l69 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va-lcp dhp 2.7/3.5 med le short 1-ho l69 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.